Event description:
It has been reported that patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, patient began to experience numbness and weakness in leg and radiographs taken revealed the femoral stem fractured. A revision procedure was performed on (B)(6) 2012 to remove and replace the femoral stem.

Manufacturer narrative:
Evaluation of the explanted device found evidence of fatigue fracture. Dimensional evaluation found component to be within appropriate design specification. The initial stem fracture never mended and the bone structure was supported by only the strength of the implant.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The user facility is outside of the united states. No medwatch report was received. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.